Manufacturer narrative:
The proximate cause of the report of keypad damage was a result of delamination exhibited by the keypad.

Event description:
The keypad was delaminated.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the report of keypad damage was a result of delamination exhibited by the keypad. There was no reported patient involvement. This device is used for therapeutic purposes.